Event description:
It was reported that a cartridge change error occurred. There was no reported impact to customer's blood glucose. Upon investigating, no alarms or errors were found during pump system checks, as the pump successfully loaded a cartridge and delivered a bolus. The pump remained in working condition, and no device return or further corrective action was undertaken.